Event description:
Two pts with discrepant bicarbonate results. Initial results were not reported. First repeat results occurred on same analyzer. Second repeat results occured on different analyzer, different methodology. Pt 1 initial result 35 mmol/l, repeated 23 and 25 mmol/l. Pt 2 initial result 41 mmol/l, repeated 25 and 26 mmol/l. The field service rep found the cause of the discrepancy to be a dirty inlet water filter which was replaced. Performance tests were performed and within specification.